Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to oversensing and very slow ventricular tachycardia (vt). It was also noted that remote monitoring data had not been transmitted. This s-ICD remains in service. No additional adverse patient effects were reported.